Manufacturer narrative:
The facility did not request service; however the customer did order a new footswitch and footswitch cable. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported receiving a system message that indicated the footswitch needed to be reset. One case was canceled and 12 cases were pending. Pt involvement is unk. No other details were provided. There have been multiple attempts to retrieve additional information, but none has been received to date.